Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with keypad scratched. Event history log review was performed and found plunger not in place alarm in history. Visual inspection and flow testing were performed. The customer reported problem was confirmed. According to the investigation, the pump would not detect the flippers, and this was caused by the pump q1 chip breaking off the plunger pcb, and the board was glued down but was knocked loose. Service's replaced the pump plunger pcb to correct the reported problem. According to the investigation, the problem source of the reported problem is the pump design.

Event description:
Information was received that during pre-testing of this smiths medical medfusion 3500 pump, the pump exhibited syringe plunger not in place. No patient involvement reported.